Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash under the therapy electrodes. The patient's pharmacist recommended that the patient use benedryl cream. Follow-up indicated that the rash was healing.